Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 525 mg/dl with a headache and diabetic ketoacidosis associated with no power to the pump and an issue with damaged pump casing. It was reported that emergency protocol was initiated and the patient was treated with insulin via injection and IV fluids. Reportedly, the patient discontinued the insulin pump. The reporter stated that the battery compartment was cracked and the battery cap would not secure to the pump. It was reported that the battery cap was never changed. It is stated in the user¿s manual that the cap be changed every three to six months. This complaint is being reported because the patient allegedly experienced hyperglycemia due to no power in the pump and the casing of the pump being damaged.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2014 with the following findings: there were pump reboots observed in the black box history. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The battery compartment was cracked. The threads on the battery cap were stripped and it was unable to maintain an electrical connection to the pump; therefore, pump reboots and power loss was duplicated. The battery caps measurements were found to be within specification. A test cap was used for testing purposes. The pump was exercised for 24 hours with the test cap with no further power issues occurring. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the original complaint, the display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.